Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. While we are unable to confirm the reported defect, all available information regarding this occurrence has been forwarded to our material review board (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness.

Manufacturer narrative:
(B)(4). Although the customer reported that no samples are available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "cytotoxic agent leakage was discovered from a sectioned IV set at the green anti-free flow clamp inside the pump. The patient, nurses, and other accompanying individuals were exposed to chemotherapy." A clinician discovered the leakage during treatment. No injury was reported.